Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated the rust occured on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated the rust occurred on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to rust, and in this way contributed to the event. According to the information provided by getinge technician the device was not being used for patient treatment at the time when the particles went missing. As per expertise performed by subject matter experts at manufacturing site, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (¿axcel nu frenes 0125104 ed4a¿, page 19).), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device (¿axcel ntr frende 0125205 ed05¿, pages 10,11,17). To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages (¿axcel nu frenes 0125104 ed4a¿, page 26). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).